Manufacturer narrative:
The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 2001. An evaluation of these devices cannot be performed as they were requested by the pt and not returned to the manufacturer. The catalog number and lot code for the reported device(s), x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "the cruciform tibial tray fractured on this pt. Dr (B)(6) did not do the primary surgery. The portion of the tibial tray that was fractured along with the tibial insert that was fractured was removed and the rest of the tray was very well cemented. In the revision dr (B)(6) removed the tibial tray and a huge amount of bone came with the tibial tray even after he cut under the tibial tray to release it from the bone. He removed the femur after seeing the amount of bone loss on the tibia (knowing that we would have to do a triathlon ts or a modular rotation hinge). After evaluating the tibia more, dr (B)(6) decided to put an mrh in this pt. The reason the implants are not being returned is because the pt had written a letter to dr (B)(6) that the implants were to be given to her or her husband."